Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the button on her adc freestyle libre reader sometimes does not respond when pressed. Customer further reported that on (B)(6) 2018 she was unable to perform a test due to the button issue and subsequently experienced both a loss of consciousness and a seizure. A family member provided her with lemonade and sugar. No additional treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported reader was returned and investigated with retained test strips. Visual inspection was performed and no issues were observed. The reader did not power on with button depression, strip insertion or with a usb cable. The reader did not power on when connected to the computer. The reader was sent for further investigation and de-cased. The moisture detection has confirmed that the reader has been exposed to water. The complaint is not confirmed due to use.

Event description:
Customer reported the button on her adc freestyle libre reader sometimes does not respond when pressed. Customer further reported that on (B)(6) 2018 she was unable to perform a test due to the button issue and subsequently experienced both a loss of consciousness and a seizure. A family member provided her with lemonade and sugar. No additional treatment was required. There was no report of death or permanent injury associated with this event.